Event description:
Approximately 20 hours after insertion of the iab the 76 year old female patient was being weaned off iabp therapy when blood was noted in the tubing. The iab catheter was removed and not replaced. No further therapy was required. The patient was reported in stable condition.